Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of specification with respect to door not fully latched messages, which were reproduced. The messages were found to be caused by loose link screws. The screws were replaced to correct this condition.

Event description:
During baxter's eval of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.